Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units tether doppler was defective and the drive manifold test failed the vacuum leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp). Replaced tether assembly and the drive manifold assembly. He performed functional test and safety check. The repair was done. The iabp was returned to the customer and cleared for clinical use. This is a 2 part complaint. 1-the following investigation was performed by the technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a drive manifold, with a reported of ¿doppler was defective/drive manifold test failed the vacuum leak test¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests (40 minutes) did not trigger the reported problem of the ¿doppler was defective/drive manifold test failed the vacuum leak test¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure. 2-the following investigation was performed by the technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received and inspected an assembly tether and observed that assembly tether is broken/damaged, fails to retract (see pictures). No further test can be done due to the assembly tether being broken/damaged. Retaining the assembly tether in the failure analysis and testing department per procedure.